Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received excessive motor error alarms during rewind. Alarm history showed motor error alarms. Customer's blood glucose was not reported. Insulin pump would be replaced.